Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error alarm and also experienced a power loss. It was reported that the meter was not transferring information to insulin pump and customer was not able to resolve the issue. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected insulin flow blocked alarm noted. The insulin pump passed the self-test. The insulin pump was monitored for several days and no pump error 68 or pump error 4 alarms noted. The test blood glucose meter communicates properly to the insulin pump noted. According to the power management graph shows the detailed trace analysis confirmed there were no unexpected power loss alarm noted and was not triggered. The backup battery unloaded voltage was not less than 3.7v for consecutive 240 minutes and the loaded voltage was not less than 3.5v for 4 consecutive hours. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.